Event description:
It was reported that during a lap hemicolectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 1/23/2025. D4 batch #127c22. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60w reload (b) was returned unfired with the reload pan partially dislodged from the right proximal side. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 127c22, and no non-conformances were identified. The lot/batch 255c50 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.